Manufacturer narrative:
The event occurred in: (B)(6).

Event description:
The customer complained of a questionable elecsys ft3 iii result for 1 patient tested on a cobas 8000 e 801 module. The initial ft3 iii result was 40.3 pmol/l. On (B)(6) 2018, the same patient sample was retested on the same analyzer and the ft3 iii result was 6.52 pmol/l. The erroneous result was released outside of the laboratory. The ft3 iii result of 6.52 pmol/l was deemed to be correct as a corrected report was issued. There was no allegation of an adverse event. The ft3 iii reagent lot was 314824. The expiration date was requested but was not provided. Qc results on the day of the event were acceptable. Prior to the event, the analyzer had a "procell short" alarm. The investigation is currently ongoing.

Manufacturer narrative:
All customers have been provided a workaround procedure to prime the instrument when it is determined that their cobas e 801 module is potentially affected by this issue. They are also instructed to contact roche technical support. A roche field service engineer will perform the procell ii m flowpath decontamination procedure and the procedure should be performed every 4 weeks until your cobas e 801 module is switched to the improved procell ii m formulation. Improved procell ii m is available in the us and roche field service engineers are in the process of converting customers to the new procell ii m.